Event description:
During a treatment procedure, the balloon catheter was being used for pre dilatation, when, after the second inflation, the shaft of the catheter broke during removal. No patient injuries or complications occurred.